Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer is unable to unlock the pump. Customer had elevated blood glucose levels (291 mg/dl). Customer stated they will use injections to stabilize blood glucose levels. It was confirmed that the customer has a back up method for continued insulin therapy.